Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 10.4 mmol/l (system 1), 22.8 mmol/l (system 2), and 19.3 mmol/l (professional's meter). The blood glucose results were taken while the patient was in the hospital. The same test strip lot number was used for system 1 and system 2. The type of treatment given to the patient was unknown. The patient was in the hospital for 14 days.

Manufacturer narrative:
H10 device received in a condition which made analysis impossible. Unable to test because an empty test strip vial was returned